Manufacturer narrative:
Evaluation of monitor was completed. The reported problem (service codes 207) was investigated. As received, the monitor displayed services codes 207(ipkg upgrade fault) and was unable to complete incoming testing. The root cause was a communicate error during updating process. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.